Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated this event was reportable for malfunction not serious injury, and no outcome to attributed event should have been checked. Analysis of the ins, model 3058, serial no. (B)(4), found ins setscrew backed out too far. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. As received, the ins setscrew was backed out too far. The setscrew was able to be reinserted with the torque wrench and tightened to a lead. A lead could be inserted into the ins connector port without difficultly. Analysis of the wrench assembly fo und no anomaly. The returned device passed all {functional} testing in the laboratory. No anomalies were identified. A torque test was performed on the returned wrench. The returned wrench measured 4.8 oz-in, meeting the specification of 5 oz-in +/- 0.5 oz-in. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0212296909, implanted: (B)(6) 2017, product type: lead. Product ID: neu_wrench_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer was admitted for a regular stage 2 implant. The healthcare professional (hcp) found it difficult to advance the lead into the implantable neurostimulator (ins). The hcp said ¿it didn¿t feel right,¿ but tried again and lead advanced well. The hcp did slightly counter-screw in ins before lead finally inserted. The hcp used torque wrench and heard clicks then removed torque wrench and lead fell out. The hcp tried again and again lead fell out. The hcp requested another ins, and said ¿initially it felt stiff and torque wrench felt different also.¿ the second ins was used with ease and no problems detected. The issue was noted as resolved. No symptoms were reported. There were no further complications reported/anticipated.